Event description:
It was reported that during a da vinci-assisted hysterectomy- benign surgical procedure, the vessel sealer extend (vse) instrument did not move intuitively; its movement was reversed. An intuitive surgical inc (isi) technical support engineer (tse) advised the customer to reseat the sterile adaptor and the vse instrument, but it was not resolved. There was no issue when installing another instrument. The tse advised her to change to another vse, and then it was resolved. The customer would return the vse instrument. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed precise motion test. The instrument exhibited imprecise motion when the master tool manipulators (mtms) were manipulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion in the wrist direction during gripping and un-gripping. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The instrument was found to have a scratched main tube. The scratches measured approximately 0.1810"¿ in length and are axially aligned with the main tube. The probable root cause of a dislodged main tube and the resulting imprecise motion is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the mtm and main tube.

Event description:
Refer to h11 for follow-up information.